Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that leaking at t-connector of PICC. No other information was provided.

Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak through the t-lock septum was confirmed. A video of a functional test on the implicated dual-lumen 5fr powerpicc catheter was returned for evaluation. A dripping leak emanated from the yellow septum of the t-lock assembly. The leak appeared to be located where the stylet traversed through the t-lock septum. The returned video exhibited the same features as a known issue. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that leaking at t-connector of PICC. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that leaking at t-connector of PICC. No other information was provided.